Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the severely calcified and moderately tortuous distal left circumflex (cx). The balloon became ruptured on its initial inflation at 20 atms. No pt injuries or complications were reported. Pt status is listed as "good".

Manufacturer narrative:
The complainant indicated that the balloon catheter has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.